Event description:
As reported, approximately 6 years and 11 months post the initial right total hip arthroplasty, the patient presented with a sore hip. The patient was revised and the liner and femoral head were removed and replaced. The liner had some erosion and the surgical site was thoroughly debrided and irrigated. Photos provided appear to show wear and fracture of the liner. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitants: (B)(6) 142-36-93 - cocr fem head 36mm -3.5 offset 12/14. (B)(6) 180-00-52 - nv crown cup no hole 52mm group 2. (B)(6) 188-00-09 - wedge plasma s/o sz 9. The most likely cause for the revision due to early prosthesis wear/osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. The prosthesis wear was able to be confirmed from the provided device images. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.